Event description:
It was reported that the patient was experiencing a loss of therapeutic effect. Since implant, the patient will have symptom return when laying/napping/sleeping. The patient had very good relief during the day and would go to the bathroom about every 4-6 hours. Starting monday the patient had a sudden return of symptoms and now goes every 30-45 minutes. No falls/changes were noted. The patient had tried different channels and frequencies with no effect. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 093-33, lot# va09lyj, implanted: (B)(6) 2014, product type: lead. (B)(4).